Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
Same event as MFR report#: 6000130-2007-02340. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture and a vessel dissection occurred. The lesion involved was a chronic total occlusion in the calcified and tortuous left anterior descending (lad) coronary artery. A non-bsc guide wire failed to cross the lesion; however, the physician attempted to reposition the guide wire; however, he was unable to pull the guide wire back. While attempting to rotate the guide wire to facilitate removal, the tip of the guide wire fractured in the patient. Attempts to snare the tip of the luge guide wire were unsuccessful. A pt2 guide wire and a 2.5mm x 15mm maverick2 monorail were used in an attempt to secure the guide wire tip. The balloon was inflated twice to 6 and 8 atms respectively. While pulling back the balloon, dissection was noted under angiography. The dissection "closed off on its own" without further intervention. The physician decided to leave the tip of the luge guide wire in the patient because it was "closed off". The patient did not experience any pain and no changes were noted in the EKG. The physician waited 30 minutes and sent the patient to recovery. The procedure was not completed due to this event. Patient status is reported as "fine".